Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the unit was loaded with ease and gave the excessive load detection once loaded onto the adapter and stated that the load was incompatible with the tissue it was being applied to, it first indicated it was good, then failed stating the load was inadequate going from 1 to 3. Another adapter was used to finalize the case. There was no patient injury.